Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/14/2020. H.6. Investigation: two sealed packaged 3ml syringes were received, confirmed to be from batch #9164848 (309658). Samples were visually evaluated. The barrels were observed to be completely blank, lacking all scale markings. Potential root cause for the scale marking defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the 3ml bd plastipak¿ syringe luer-lok¿ tip experienced missing scale markings. The following information was provided by the initial reporter: scale marking is missing. The medical device has been applied to the patient without consequences.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 3ml bd plastipak¿ syringe luer-lok¿ tip experienced missing scale markings. The following information was provided by the initial reporter: scale marking is missing the medical device has been applied to the patient without consequences.